Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v021754, implanted: (B)(6) 2007. Product type: lead: product ID 3037, serial# (B)(4), implanted: (B)(6) 2007. Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient stated that there was no known accident or incident related to this complaint, however it was noted that the patient just got out of the hospital one week ago due to an unrelated procedure. It was also noted that the patient was on a new diet and was not sure if it was due to the surgery. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was still having concerns, but was working with an hcp or manufacturer rep resentative to resolve them.